Event description:
It was reported by surgeon at (B)(6) hospital, to our sales rep, that rasp handles for exeter cracked during surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter rasp handle was reported. The event was confirmed. The returned instrument is damaged. There was damage from contact with hard objects observed at and near the fracture location. There was a fissure near the locking mechanism on the body of the returned instrument. The fracture surface exhibited extensive post-fracture abrasion obscuring the original fracture morphology. The hardness was measured in (B)(4) for the rasp handle and the device was within specification. (B)(4) also confirmed that during manufacturing, heat treatment was performed according to specification. Device history review for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined; however, both the mar report and the supplier investigation concluded that there was damage from contact with hard objects observed at and near the fracture location. There was a fissure near the locking mechanism on the body of the returned instrument. The fracture surface exhibited extensive post-fracture abrasion obscuring the original fracture morphology. (B)(4), concluded that the fissure is very likely a consequence of a fatigue fracture due to the excessive condition of use. No action is required at this time as there was no indication of a manufacturing issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by surgeon at (B)(6)'s hospital, to our sales rep, that rasp handles for exeter cracked during surgery.